Event description:
Medical center staff have had great difficulty on repeated days of spiking containers with tubing. At this time rptr can not ascertain if this is a problem with the bag's port or the tubing's spike.